Event description:
Patient has received 3 rounds of antibiotics throughout the process. Cases have been vigorously curetted and flushed. The cases were deemed failures because the first one came out, and there was severe pain directly on the second graft when touched with an instrument. The tooth was extracted on 4/4 and 2 ossix bone grafts and 1 ossix membrane were used. Those failed and were replaced on 4/14 with just ossix bone (no membrane). On the 10th that bone was pulled out and replaced with cortical bone and an ossix membrane. There is concern again about the bubbling of the membrane. The docs just went to cdocs and got more ossix training so feel that all was done correctly. They even switched from using vicryl sutures to chromic gut per the course recommendation. The patient is a 38 year old non-smoker.

Manufacturer narrative:
Products involved: ossix bone (k163714, npm) - batch #ob25000231, exp date 10/25/2024, UDI (B)(4) ; ossix bone (k163714,, npm) - batch #ob50000183, exp date 04/06/2024 , UDI (B)(4) ossix plus (k160281, npl) - batch # op1500472, exp date 11/14/2024, UDI (B)(4).